Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with: degenerative disc disease. Foraminal stenosis and underwent the following procedures: bilateral posterolateral fusion, l4-5, placement of bilateral pedicle screws at l4-5. Bilateral posterior lumbar interbody fusion. A l4 partial laminectomy. Bilateral l5-s1 lateral recess and foraminal decompression. Harvesting of local bone graft, use of bone morphogenic protein. Placement of bilateral on-q painbuster pumps. As per op-notes,¿ we then proceeded to perform a partial discectomy using disc surgery reamers and broachers, and sized the patient to an 11 x 11 x 25, 4-degree peek cage, and filled the cage with bmp-impregnated collagen sponge and packed it in place.¿ the patient tolerated the procedure well without any intraoperative complications.